Event description:
It was reported that post implant, the pulse generator sometimes paced at the programmed rate of 60 pulses per minute (ppm), and sometimes paced at 40 ppm. The device was reconnected to the leads, but the same behavior continued. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.